Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using two proglide after an interventional peripheral procedure. Reportedly, the proglide devices were inserted, with footplate lever lifted yet there was resistance with the plungers. The plungers were pushed down and became stuck. The feet would not go down [close]; however, both devices were able to be removed. After removing the devices, the devices fell apart in the operator's hands, completely separating at metal and plastic portions of the guide. Manual compression was applied for two hours. A perforation of the vessel was noted. A hematoma was observed. A covered stent was placed to treat the perforation and achieve hemostasis. There was a clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The patient effects of hematoma and perforation are listed in the proglide instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. A conclusive cause for the reported mechanical jam with the plunger could not be determined. Factors that contribute to mechanical jam with the plunger may include, but are not limited to, interaction with patient anatomy (human tissue) during plunger deployment or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to guide separation may include, but are not limited to, excessive downward force, aggressive downward or torsional pressure. The reported difficulty closing the foot and difficulty removing the plunger appear to be related to an out of sequence deployment of the foot lever based on the returned device condition for the other proglide. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.